Event description:
The disposable loading unit was used with an auto suture ta 90 b instrument during a gastroplasty procedure. Reportedly, the staples were not present. The hosp has not provided any add'l info.

Manufacturer narrative:
Device not available for evaluation.